Event description:
Discordant calcium (ca) results were obtained on an dimension vista 1500 instrument for four patients. A discordant glucose result was obtained on the same instrument for one patient. The results were reported to the physicians. The customer repeated the samples from these patients on an alternate vista instrument and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium and glucose results.

Manufacturer narrative:
The siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined the cause of the discordant calcium and glucose results was unknown. The tsc advised the customer to perform a probe test, rerun qc, run precision testing and advised the customer to perform additional priming if the instrument remains idle for an extended period of time. The instrument is performing within specifications. Further evaluation of the device is not required.